Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error during basal delivery. The blood glucose reading was 127mg/dl. Troubleshooting was performed. The caller stated that the drive support cap was sticking out. Assisted the customer to run the displacement and self test and they passed. No further information was provided.